Event description:
It was reported that during a visit to stryker, the surgeon mentioned that this patient will be revised due to suspected altr. Patient has accolade/mdm implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding altr involving a v40 head was reported. The event was not confirmed. Device evaluation and results: a material analysis has been performed. The report concluded: ¿the material found on the machined tapered surface of the head contained ti-cr-mo-co and ca, consistent with biological material, material transfer from the femoral stem and corrosion products. No material or manufacturing defects were observed on the components examined.¿ the provided medical information was reviewed by a consulting clinician who concluded: ¿no certain root cause of failure can be established for this case due to lack of proper information although the suggested failure mechanism through metal ion release and pseudotumor formation cannot be supported with the available evidence and seems an unlikely source of failure. Device-related mechanisms are not apparent from the available info, though limited, while also supported by the mar findings that showed no materials and/or manufacturing defects.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because insufficient medical records were provided. Additional information, including x-rays and patient history, is needed.

Event description:
Update: patient had adverse local tissue reaction, pre-op cultures (B)(6). MRI (B)(6) for pseudo tumor and cyst. Cobalt 2.2 chromium .04. Cobalt fluid (B)(4) parts per (B)(4), chromium fluid (B)(4) parts per (B)(4).